Event description:
It was reported the pt stimulation is positional. It is also reported the pt is unable to use the programmer to make adjustments to the stimulation due to other medical issues. F/u determined the pt receives 10% pain relief from the system. The physician is planning other modalities of treatment.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.